Event description:
It was reported that the patient had previously had her lead location revised (see MFR. Rep. # 3004209178-2011-03880). Recently, the patient had fallen several times and experienced stimulation in the wrong location. Stimulation was in her left breast and was never in the area she needed it. The patient could not get stimulation in her back without getting it in her thighs, legs, and feet also, which made it hard to walk and caused her to fall. The right side did not work at all. The patient had gone in for several reprogramming sessions and did not want to go in for another surgery. After her most recent reprogramming, the patient felt side stimulation and a little in the left back. She could not get any right sided stimulation without having it in her legs. An x-ray of her paddle lead showed some lateral shift, explaining the breast stimulation. Using the x-ray for reference, a more posterior portion of the lead was used. The patient's leg stimulation was reduced, and the patient accepted the reduced leg stimulation as a trade-off for covering her other areas more appropriately. It was reported that the patient was doing better, and no interventions were planned.

Manufacturer narrative:
(B)(4). Lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2011; programmer: model 37743, serial# (B)(4); antenna: model 37092, lot# 267690001.